Manufacturer narrative:
Corrected data: h6-health effect- impact code: "4629" should be removed and code "4627" should be added. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.5/2.5/077 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2023, the lens was removed and longer length lens was implanted. The problem was resolved. Cause of the event is unknown.